Event description:
As reported, in 2008, this pt underwent emergent endovascular repair of a type a aortic dissection with aneurysmal degeneration using a gore tag thoracic endoprosthesis. An intraoperative angiography showed contrast outside of the distal end of the device. The procedure went well. The following day, the pt decompensated. CT showed continuation of the type a dissection. Surgical repair took place in the next day. The pt expired approximately 17 days later.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.